Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6) 2012. A 5071-53 lead; implanted: (B)(6) 2015; a 511212 enpath medical lead, implanted: (B)(6) 2015 . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected of far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.